Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The inspection of the returned piece of tubing confirmed that its measurements match the specified dimensions of the protective piece of material used during the curving of the sheath, which is a step of the device manufacturing process. Per specification, the material should not be present in the finished product. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be related to the device manufacturing process. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that while preparing the flexor balkin guiding sheath for use, both hubs were irrigated and the straightener part was inserted into the lumen. After the straightener was removed, a foreign body described as "a plastic tube piece" was found in the lumen. This was not recognized as a component of the flexor balkin guiding sheath. The foreign body was removed from the complaint device which was used without issue. This event occurred prior to use in the patient; therefore, the patient did not require any additional procedures. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d1, d4, g5, h6, h8, h10. G5-PMA/510(k) = k142829. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Event summary: it was reported that while preparing the flexor balkin guiding sheath for use, both hubs were irrigated, and the straightener part was inserted into the lumen. After the straightener was removed, a foreign body described as "a plastic tube piece" was found in the lumen. This was not recognized as a component of the flexor balkin guiding sheath. The foreign body was removed from the complaint device, which was used without issue. This event occurred prior to use in the patient; therefore, the patient did not require any additional procedures. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. Only the described ¿plastic tube piece,¿ was returned for visual inspection. The complaint device was not returned. The dimensions of the plastic piece match those of the protective piece of material that is used during the curving of the sheath during manufacturing. The device is thus considered out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be related to the device manufacturing process. Manufacturing and quality control operators were retrained to relevant procedures in response to this occurrence. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.